Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported her meter did not turn on after pressing the button and after inserting the test strip into the port. The customer also reported she lost consciousness and had a seizure because she was unable to test her blood glucose. No third-party medical intervention was required. The customer reportedly ate candy and drank orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.